Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was recently implanted mainly for bladder control and the device had not improved her symptoms, she was still leaking badly. The patient met with a manufacturer¿s representative (rep) (B)(6) and device was adjusted caused pain/ache in her left labia and after changing to another program towards the anus, which was a new symptom with the device. The change in therapy was related to positional movement, she had sat on a hard chair yesterday and was just about buzzed to death because she did not have her controller with her to turn it down. The patient has gone through each program but later in the call said she did not give programs 1, 2 and 3 enough time but gave program 4 almost a week. Patient contacted the rep who suggested she lower the therapy. The patient had to use back up medication. Troubleshooting showed the therapy was on and at program 2 at 4.1 volts. Patient was on program 4 yesterday. Patient was redirected to their doctor if symptoms do not resolve. The patient said she does not remember the post-operative information. No further complications were reported or are anticipated.